Event description:
It was reported by a customer on (B)(6) 2011 in the middle of the procedure error 102.10 was received from the laser system. Per the customer, the laser system went into safety shut down twice. Also, the customer reported the laser system was re-booted. Per the customer, the procedure was able to be completed. No patient injury was reported.